Manufacturer narrative:
B5: event summary updated. H6: updated codes for health effect- impact, medical device problem, type of the investigation, investigation findings, and investigation conclusions . Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the information provided, the cause of the reported endoprosthesis dislodgement is consistent with the use error of attempted withdrawal of the vbx device back into the sheath after the endoprosthesis was fully introduced. The vbx device instructions for use (IFU) contain instructions concerning device withdrawal and warns against the retraction of a fully introduced stent-graft into the sheath to prevent dislodgement. The IFU instructs the user to withdraw the endoprosthesis close to the sheath to allow removal in tandem if withdrawal prior to deployment is necessary. During advancement of the vbx device, the physician reported resistance and decided to perform predilation. This necessitated withdrawal of the vbx device through the introducer sheath. This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, stent dislodgement, has occurred. Additional information was requested; however, the following information was not reported to gore: a) clinical images enabling direct assessment of product performance, or b) product. The available patient information did not add relevant information to further the device functionality investigation. The cause of the reported potential malfunction is attributed to use error; therefore, this investigation is complete.

Event description:
On (B)(6) 2025, gore was notified concerning a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Per the report, a vbx device 11x59 mm was being used through an 8 fr introducer sheath via the left common iliac artery to treat an occlusive disease in the iliac artery. The vbx device was confirmed to show no evidence of damage prior to the procedure. The physician alleged resistance and decided to retract the vbx device and perform predilation before re-advancing with the vbx device. According to the report, the whole vbx device had already been introduced past the tip of the sheath. Upon review of the fluoroscopy the physician noted that the vbx device had allegedly dislodged "from the balloon in the delivery catheter" and was, ¿floating¿ in the right external iliac artery. The physician captured the stent via a balloon and repositioned the stent between the common and external iliac. The stent was deployed between the external and common left iliac and the procedure was completed with no further issues. The physician confirmed that there was no ¿great resistance¿ felt during deployment and retrieval. The report confirmed that there was no patient harm as a result of the event. The device is not available for evaluation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. Product history review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Further investigation is being conducted and will be included in the final report. Further information was requested from the physician, but was not provided yet. An image investigation will be conducted on the image received. Device evaluation and product history review will be performed if the serial number is provided and the device is available and returned. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, gore was notified concerning a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Per the report, a vbx device 11x59 mm was being used through an 8 fr introducer sheath via the left common iliac artery to treat an occlusive disease in the iliac artery. The vbx device was confirmed to show no evidence of damage prior to the procedure. The physician alleged resistance and decided to retract the vbx device and perform predilation before re-advancing with the vbx device. Upon review of the fluoroscopy the physician noted that the vbx device had allegedly dislodged "from the balloon in the delivery catheter" and was, ¿floating¿ in the right external iliac artery. The physician captured the stent via a balloon and repositioned the stent between the common and external iliac. The stent was deployed between the external and common left iliac and the procedure was completed with no further issues. The physician confirmed that there was no ¿great resistance¿ felt during deployment and retrieval. The report confirmed that there was no patient harm as a result of the event. The device is not available for evaluation.